Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported loss of suction occurred after the laser fired for a lasik treatment. The patient interface (pi) was exchanged and procedure was completed with no reported patient harm.

Manufacturer narrative:
Review of the logfile for the day of treatment shows that the reported issue is not caused by the system or the used patient interface. The info message 'vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The root cause is that the vacuum was turned off by the user during treatment. The user pressed vacuum pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).